Manufacturer narrative:
The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Explanting physician reported "suffering discomfort for years and rupture of the device" and "two adenopathies on right axilla". The device remains implanted. This record relates to the right side.

Event description:
Explanting physician also reported " breast cancer" which is not related to the device. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, d6(a), d6(b),h6.